Manufacturer narrative:
Additional information was requested and the following was obtained: what tissue was the gut suture used on: eyelid; how was the suture placed, interrupted or continuous: interrupted; what date did the patient return for follow up (post op day): pt was examined on pod #7, but stated that 1 suture broke on pod #2 and wound opened. Patient did not call; what was the expectation of absorption of the plain gut suture: 5-7 days; how was the suture tied (start at ends and tie in middle/ or tie at ends): tie at ends; how long after the first procedure did the patient experience dehiscence: 2 days; can you describe the amount of wound opening (in cm): 1 cm; was there any precipitating event prior to the dehiscence (sneeze, cough): not noted; can you describe the appearance of the suture during the second procedure: knot intact suture with break in middle; was the suture intact and the knots untied: no; were the knots intact and the suture broke: yes; was the suture intact and pulled away from the tissue: no; what is the surgeon opinion as to the contributing factors to the symptoms: broken suture; what are patients gender, age, weight, medical/ surgical history: n/a; what is the current condition of the patient: granulating and doing well.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a cyst removal procedure on (B)(6) 2016 and suture was used as a running stitch with knot at both ends. Later the same day of the procedure, the patient returned and surgeon indicated that the suture broke/dehisced close to the knot and wound was opened up. Another like suture was used to re-suture the wound. Additional information has been requested.